Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient is complaining of pulling in his neck when he turns and possible migration of the generator. There was no significant weight loss. Information was received that the patient's generator has been migrating since implantation, and the physician feels the patient is at risk for the vns pulling on the vagal nerve due to the migration, and thus was referred to a surgeon for repositioning. It was reported that the patient's vns was poking out of his skin and he needed vns removal. The surgery occurred. The vns had migrated to the patient's axilla and could be seen through a 1/8 inch hole in the skin. There was little puss and no obvious signs of infection. It was reported that the leads were exposed and the silicone casing was worn (assuming abraded). The surgeon cut the leads high up in the chest and generator and lead were explanted. The patient's explanted devices have not been received into analysis to date. No additional relevant information has been received to date. Device history records were reviewed for the generator and lead and the devices passed all functional specifications and quality tests and were sterilized prior to distribution.

Event description:
Information was received that no trauma was noted after asking the patient multiple times if there was any trauma to the site. It was stated the lead break was discovered after explantation and the surgeon said he noticed after he was cleaned the leads. It was stated that the cut looked clean and possibly related to explantation. No additional relevant information has been received to date.